Manufacturer narrative:
The product was returned for a evaluation which states the switch or button is broken.

Event description:
The provider states the overlay buttons are peeled off and there is moisture under the screen.

Manufacturer narrative:
The product was returned on (B)(6) 2015 for evaluation. The results of the return evaluation were not available for review at the time of this investigation. If / when new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
The provider states the overlay buttons are peeled off and there is moisture under the screen.